Event description:
It was reported patient underwent a trauma procedure on (B)(6) 2013. During the procedure the nurse found holes in the sterilization packaging. As a result, another guide pin was prepared and there was approximately a 30 minute delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The product left biomet conforming. The compliant was confirmed and the breach of the sterile barrier was due to a tip protector design flaw. The bom has already been updated to remove the folding tip protector, (B)(4), and replace it with a more suitable polyurethane tip protector, (B)(4).